Manufacturer narrative:
Device manufacture date of each serial number: sn (B)(4) - 29-nov-2017 and sn (B)(4) - 28-nov-2017. Investigation confirmed that only the power supply 303 with article number 32160699 from one supplier installed in the two quanta-lyser instruments is affected. It is not possible to detect this issue during instrument final test and high voltage testing. In field unit sn (B)(4) is located at the warehouse of the (B)(4) distributor and not currently in use at a customer site. The replacement power supply unit was sent on 06/feb/2018 and confirmed by the distributor. Additional in field unit sn (B)(4) is installed at a customer site in (B)(6). The replacement power supply unit was sent on 06/feb/2018. The customer was instructed to immediately discontinue use of the instrument.

Event description:
During the manufacturing process at the component manufacturer's facility, it was discovered that the grounding of the power supply 303 with article number 23160699 installed in the quanta-lyser instruments was not manufactured according to the component manufacturer's specification. This nonconformity can result in the loss of protective grounding of the instrument. As a result of this nonconformity, there is a risk that the screw gets loose due to vibrations (e.g. During transport or usage) and therefore loss of the protective grounding of the instrument. A loss of protective grounding could result in the instrument housing becoming energized posing an electric shock risk to the laboratory worker (end user) using the instrument with the defective power supply.